Event description:
Worsening pain with menstruation every month since uae was performed. Amount of bleeding has increased. She reports that her pelvis has the appearance of a three month pregnancy. Patient reports regret at having undergone uae.